Event description:
It was reported that the nurse was priming the tubing set with normal saline 1000ml when the tubing set spike broke off. The customer stated that there was no patient involvement, however, it was further stated that the spike breaking off during the changing of the IV medication is a safety concern for the critically ill patient's who are inotrope dependent/sensitive.

Manufacturer narrative:
The customer¿s report the tubing set spike broke off was confirmed. Visual inspection confirmed that the drip chamber spike was broken and separated from the set. The break on the spike (drip chamber side) was smooth but with slightly jagged edges at the break site. No tool marks or anomalies were observed on the drip chamber¿s spike or throughout the set. The broken drip chamber spike piece was not returned for investigation. Previous investigations have been performed using sever in-house drip chambers and applying external leverage force to the spike to reproduce the failure mode. Applying external leverage force to the in-house drip chambers produced a ductile fracture, rough surface area, and plastic deformation. Investigations by the component supplier have determined that the breakage was caused by an external impulse/impact force. The root cause of the external impulse/impact force was not identified.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse was priming the tubing set with normal saline 1000ml when the tubing set spike broke off. The customer stated that there was no patient involvement., however, it was further stated that the spike breaking off during the changing of the IV medication is a safety concern for the critically ill patient's who are inotrope dependent/sensitive.